Event description:
The pump was delivering a solution and pump went into alarm. The clinician put the pump on hold and reportedly the rate changed to higher rate when the pump was restarted. No further info was made available to MFR. No pt injury was reported.